Event description:
It was initially reported that during a pt use, the device analyzed prematurely and the customer requested a review of ECG. In addition, it was reported that there were pads adherence issues. No pt info is available.

Manufacturer narrative:
This report is being filed against the pads (assumed to be philips dp pads. The pads were not returned. The defibrillator was returned; it did not malfunction and appropriately issued shock advised decisions. The shock could not be delivered because of too high pt impedance. It was reported that the pads were previously opened at the user's site; however, add'l info, such as to why this occurred and any troubleshooting steps (i.e., spare pads used), is not available. Therefore, this report is being filed as user error since if it would recur, it could lead to death or serious injury.